Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, and excessive no delivery test. There was no motor error alarm and the motor passed the motor test. The motor position encoder error was unable to be verified in the alarm history due to history file being overwritten. The device had a partially broken reservoir tube lip, a reservoir tube missing the o ring, minor scratches on the lcd window, scratched reservoir tube window and loose end cap sticker. The drive support disk was inspected and there was no anomaly. (B)(4).

Event description:
Customer's mother reported via phone call motor error message on their daughters insulin pump. Customer's blood glucose reading was 431 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.